Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus shanghai (osh), (received at osh on 2022-06-16). During the evaluation/investigation the reported error message e433 could not be reproduced. This error message is triggered by the generator¿s safety system and can have different technical causes. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. Since the error message could not be reproduced, a temporary fault is assumed. However, the exact cause for the occurrence of the error message could not be determined in this case. Furthermore, the evaluation found the speaker board to be defective. The cause for this failure could not be conclusively determined. There is no causal relationship to the reported error message. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf-generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result. Please note: this report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # / catalog #: wb91051w; brand name: electrosurgical generator "esg-400"; common device name: hf-generators; 510(k): k203682; product code: gei.

Event description:
Olympus was informed that during a therapeutic cholecystectomy procedure the esg-400 hf-generator issued error message e433 and emitted a beeping sound, but no confirmation sound when the device was being used. However, the knife was working correctly. The intended procedure was completed using the same set of equipment and there was no report about an adverse event or patient injury.